Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) confirmed a leak on the i6 peek tube at the pre-filter. The fse reattached the i6 peek tube to the filter housing. The instrument was performing within specifications. A 13-month complaint history review and service history review for serial (B)(4) from 26-aug-2016 through (B)(6) 2017 for similar complaints was performed. There were no other complaints identified during the searched period. The g8 operator's manual under chapter 3, assay operations, states to check the flow line connections, particularly the filter and column inlet and outlet for leaks during warming up operations. Tighten the connection if a leak is found. Chapter 5, maintenance procedures, suggest to make sure that the pressure falls within a range less than the original pressure (which is indicated on the column inspection report) + 4 mpa and that there are no leaks from the filter housing components and tube connections. If a leak is found, tighten the assembly further. The most probable of the reported event was due to a loose i6 peek tube at the filter housing.

Event description:
On (B)(6) 2017 a customer reported getting low pressure errors while running patient samples on the g8 analyzer. The customer noticed a leak at the input tubing entrance to the pre-filter assembly. The customer is unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.